Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3998, lot# va03gsj, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: va03gsj, ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain and radiculopathy. On (B)(6) 2018, information was received from the manufacturer representative (rep) reporting that the patient¿s lead was broken and they had not been getting good stimulation. It was reported that the lead revision occurred on (B)(6) 2018 and the patient wanted (demanded) the lead be given to them. The hospital gave the patient the lead and the rep was calling now and asking for a return mailer kit be sent to the patient for return of the lead for analysis. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated. On (B)(6) 2018, additional information was received from the rep. It was reported that at the patient¿s request, the hospital gave the lead to the patient, rather than to the rep. After taking the lead, the patient realized that she would prefer to submit the lead back to the manufacturer for analysis.  Both the patient and the facility were informed of the preference that the lead be directly returned to manufacturer for analysis, but the patient refused.  A return mailer was sent to the patient, and it is up to the patient to send the lead for analysis at this time. No further complication were reported anticipated. The beginning of this event was originally captured in regulatory report # 3004209178-2016-18678.